Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged and the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and air detector were replaced.

Event description:
Device evaluation revealed the air sensor was damaged and the downstream occlusion seal was lifting. There was no patient involvement.